Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation confirmed that the majority portion of the ceramic tip of the device was cracked and detached from the main shaft. Based upon the findings of evaluation, the device appears to have been subjected to extreme impact or physical force. The returned portion of the resection sheath was forwarded to the original equipment manufacturer (OEM) for further investigation. If additional and significant information is received, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. (B)(4).

Event description:
The user facility reported that during an unspecified procedure, the tip of the outer sheath became detached and fell inside the pt. The user was able to retrieve the broken tip. There was no pt injury reported.